Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2009, inratio meter = 2.7 inr, reference = 4.0 inr, mean = 3.35, confidence limits = 1.9-4.6. Mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Trend analysis is not required, as strip lot information was not provided. Corrective action is not required as product deficiency was not established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2009, inratio: 2.7, lab: 4.0.